Event description:
Customer reported an issue with his precision xtra/optium blood glucose meter. He reported "experiencing symptoms of low blood sugar" as follows: "blurred vision, lightheadness and could not make sharp decisions". Because of those symptoms, the customer reported going to the doctor at the (B)(6) clinic and during the visit, a blood test was performed and compared to the meter reading. The tests were performed within a ten min timeframe. The meter result obtained was 69 mg/dl while the lab result was 110 mg/dl. When plotting the readings on a parkes error grid, the meter result fell in the "c" zone. The "c" zone result shows the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow up report will be submitted once investigation results are available.